Manufacturer narrative:
Insulin pump received with cracked select button keypad overlay and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keys were sticky and center button was cracked. The blood glucose level of the customer was 196 mg/dl. Customer states the scroll bar is not moving with no input. The customer stated that buttons were not responsive. Troubleshooting was performed. The product will be returned for analysis.